Event description:
New information received notes that the pacemaker was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) was in backup mode due to unspecified reason. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to to reset error, which is consistent with an integrated circuit anomaly.. The device was tested on the bench and longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The cause of the bvvi was due to reset error.